Event description:
It was reported that the ventilator was to be operated on battery power during pt use. When the ac power was disconnected, the switching to backup battery alarm occurred indicating that the ventilator did not recognize the power pac battery. The ventilator then continued to function normally on the backup battery. The pt was manually ventilated during transfer to a second ventilator. No serious pt sequelae were reported. The distributor reported that the issue was resolved by removing and re-installing the power pac battery. No further problems were reported.

Manufacturer narrative:
(B)(6).